Manufacturer narrative:
During further investigation, a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. On the initial start-up test the device did not power up and a check vent: 35v supply failed (e/c 111b) occurred. During debugging r31 (resistor) was found solder cracks open and not making contact with the trace. R31 on the pm pcba was soldered to the trace. The determination could be made that the device failed to meet specifications. Though the device was being used for treatment when the reported event occurred no patient harm was reported, and there is a relationship of the device to the reported problem. The r31 solder crack open not making contact with the trace on the pm pcba created the 111b error code.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's field service engineer (fse) reported that the 35v supply failed - e/c 111b. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.